Event description:
The recipient is reportedly electing explant surgery due to non-use. The recipient experienced severe dizziness with device use. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.